Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient is on medication for peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient was hospitalized for fatigue and congestion unrelated to pd therapy. During this admission, it was noted the patient¿s peritoneal effluent fluid appeared cloudy. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 6425/mm3. The patient was diagnosed with peritonitis due to touch contamination from a caregiver during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin at 2000 mg every five days for three weeks and an additional antibiotic (unknown type, route, dose and frequency) that was discontinued following culture results. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s fatigue and congestion were unrelated to pd therapy or the use of any fresenius products. Additionally, it was affirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic and resumed ccpd therapy on the same liberty select cycler post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to touch contamination from a caregiver during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by a microorganism that a part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is on medication for peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient was hospitalized for fatigue and congestion unrelated to pd therapy. During this admission, it was noted the patient¿s peritoneal effluent fluid appeared cloudy. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 6425/mm3. The patient was diagnosed with peritonitis due to touch contamination from a caregiver during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin at 2000 mg every five days for three weeks and an additional antibiotic (unknown type, route, dose and frequency) that was discontinued following culture results. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s fatigue and congestion were unrelated to pd therapy or the use of any fresenius products. Additionally, it was affirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic and resumed ccpd therapy on the same liberty select cycler post-discharge.